Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient ID was not provided. Age was not provided. Patient weight was not provided. Device lot # was not provided/unknown.

Event description:
It was reported that the driver fractured. Procedure was completed.

Manufacturer narrative:
No product was returned for inspection. The device was received in valencia but it was never received in palm beach gardens. However, the customer provided a picture in the complaint record of the alleged product malfunction. A visual inspection revealed that the device is fractured at the interface between the cylindrical body and hex feature. The alleged device malfunction is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: zimmer® angled tapered abutments for tapered screw-vent® and screw-vent® implant systems-9419 rev 0-07/11. The appropriate product documentation can then be found on page 1 under sections "cleaning/sterilization information", "sterilization", and "technique information". Proper care must be taken for these instruments as they are susceptible to damage from a variety of reasons. To maintain the quality of surgical instruments, a standardized cleaning and sterilization protocol should be adopted. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G1: contact office. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H6: entered evaluation codes. H10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.